Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient¿s outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away. The cause of death was unknown. The patient was found unresponsive in their home by family. Attempts at resuscitation by emergency medical technicians and local emergency room staff were unsuccessful. There were no reported illness or problems in the days leading up to the patient's death. The death was not considered to be device related, and it operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported device malfunction could not be confirmed based on the provided information. A specific cause for the reported event, as well as a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. Chapter 1 of the IFU, ¿introduction¿, lists device malfunctions and death as adverse events that may be associated with the use of the heartmate 3 lvas. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the immediate cause of death was cardiac arrest due to left ventricular assist device (lvad) malfunction. Sequential conditions that lead to the immediate cause included congestive heart failure and coronary artery disease. An autopsy was not performed. It was stated that the manner of death was natural.